Event description:
It was reported that the pump reset unexpectedly and that an unspecified alarm occurred. Additionally, it was reported that the pump touchscreen times off sooner than expected. It was also reported that the pump delivered a bolus without user input. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.